Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/4 was not confirmed due to a lack of sample. The nurse checked the lines and bags and found no leaks. The clamp on the unused supply was closed. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A nurse contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell cycle 2 of 4. Gts had the nurse and patient cycle power to clear the system error and end therapy. The nurse checked the lines and bags and found no leaks. The clamp on the unused supply was closed. The nurse elected to contact the patient's dialysis nurse regarding the system error and disconnecting the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.